Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes that there was undersensing, oversensing, and loss of capture on both the right ventricular and right atrial leads due to the dislodgements.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25184. New information notes that the patient's pacemaker turned several times and migrated as a result of the twiddler's syndrome. The pacemaker was successfully repositioned on (B)(6) 2021 during the same procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24437. It was reported that a patient presented to the emergency department complaining of phrenic nerve stimulation. An x-ray was performed, which revealed that the patient's right atrial and right ventricular leads had dislodged and were wound around each other due to twiddler's syndrome. Both of the leads were explanted and replaced on (B)(6) 2021. There were no patient consequences.